Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
Electrode produced sparks. At a cap of right shoulder arthroscopy, after 15 minutes of operation the electrode sent lightning. Heavy bleeding, no transfusion. Tissues were burned. Extension of the intervention, the patient's clinical risk on ligament and cartilage due to arcing. Clinical risk on the patient due to cartilage and ligament arc. The patient is well.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on device surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 5-9 o'clock positions of the tip. This damage to the tip would lead to the sparking of the electrode and display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A supplier CAPA has been initiated to investigate the tip melting issue. Since the function of the electrode is to ablate tissue, the risk associated with sparking of the electrode tip within the joint space is low. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Electrode produced sparks. At a cap of right shoulder arthroscopy, after 15 minutes of operation the electrode sent lightning. Heavy bleeding, no transfusion. Tissues were burned. Extension of the intervention, the patient's clinical risk on ligament and cartilage due to arcing. Clinical risk on the patient due to cartilage and ligament arc. The patient is well.